Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device was not returned for evaluation. Therefore, root cause has not been determined yet. However, the customer called for a gde replacement and requested the manufacturing codes, which were provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was having an fio2 (fraction of inspired oxygen) issue. The customer confirmed that there was no patient associated with the reported event.